Event description:
The following has been reported: nurse reported: "cracked cassette ." Injury/adverse reaction: no. Active infusion stoppage: no. A preliminary review identified the following issue: administration set breaks (any part) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. No cracks were observed at administration set cassette. Microscopic examination revealed that the edge of the diaphragm was not properly positioned and was displaced towards the flat area of the diaphragm. An underwater leak test was performed to verify the liquid and air side areas of cassette and bubbles were observed coming from unit. Finally, a dye test was performed, and it was detected that the leak was located near the outlet valve. The customer complaint is confirmed. Probable root cause related to manufacturing error during the positioning of the diaphragm, leading to it being displaced. A nest fixture was created to improve diaphragm assembly accuracy, a magnifier lamp (white light) was added to ensure correct diaphragm placement, and units were inspected before and after welding. The current process controls detection includes 1) 100% leak and occlusion test are performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections. The batch review could not be performed as the affected batch was not provided.